Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker, implanted with another manufacturer's right atrial (ra) lead, triggered a lead safety switch (lss) from bipolar to unipolar due to a high out-of-range pace impedance measurement of 2,042 ohms. It was noted that this pacemaker has the original header design, and the spring contact was the suspected cause of the out-of-range pace impedance measurement. Review of remote monitoring data revealed post-lss ra noise with oversensing. Technical services (ts) recommended programming back to bipolar sensing and leaving unipolar pacing on, if thresholds are fine. This pacemaker and ra lead remain in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker, implanted with another manufacturer's right atrial (ra) lead, triggered a lead safety switch (lss) from bipolar to unipolar due to a high out-of-range pace impedance measurement of 2,042 ohms. It was noted that this pacemaker has the original header design, and the spring contact was the suspected cause of the out-of-range pace impedance measurement. Review of remote monitoring data revealed post-lss ra noise with oversensing. Technical services (ts) recommended programming back to bipolar sensing and leaving unipolar pacing on, if thresholds are fine. This pacemaker and ra lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. -- this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.